Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a gore® dryseal sheath with hydrophilic coating was used as part of a re-intervention of a non-gore manufactured endograft. According to the report, the physician felt resistance advancing the 24fr sheath (dsl2428j/ 16473718) from the right common femoral artery. After an additional endoprosthesis was successfully implanted and the sheath was removed from the patient, a final procedural angiograph reportedly showed a ruptured right external iliac artery. The reported diameter of the injured section of the right external iliac artery was 7.3 mm ¿ 7.8 mm. A gore® excluder® contralateral leg component was implanted within the right external iliac artery to treat the injury. The patient tolerated the procedure.